Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited noise, oversensing, and pacing inhibition. The noise was noted with patient isometrics. The lead was therefore surgically abandoned and replaced during a normal device replacement procedure. No additional adverse patient effects were reported.